Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. 07may2025: additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "dear quality department, please find attached our incident report regarding an incident report h y b r I d 1 2 1 4 d a - dv blt 004-2024. The product is availabe at our facilities and we look forward to receiving the regarding complaint number and your authorization to return it for its analisys." Update 07may2025 - additional information received from the issuer: "guide catheter positioned in cavernous segment, supported with hybrid1214da. Upon reaching the giant aneurysm, the guide is torqued to catheterize the post-aneurysm carotid. It does not respond, we moved it forward but it did not respond, so it was decided to withdraw the entire system.broken guidewire is evident at 31 cm in the guide weld. It is decided to open another hybrid microguidewire from a different batch but the same thing happened. Then it was decided to change to the transend guidewire, with which there was no problem." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). 07may2025: additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: as you are aware, the affected device was not returned & therefore, we could only base our analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations we conducted (lot history record, quality controls, etc.). Based on the available information and the investigation results the complaint cannot be confirmed. During the manufacturing process, several tests are performed: - two different destructive tests by sampling are performed: wire twisting and bending. - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. The lot history record did not highlight any anomaly during the manufacturing of the product. Nor the internal investigations (lhr & quality control reviews), nor the pms data highlighted anomalies which could explain the issue you experienced during the procedure. As such, we lack information to draw a solid conclusion on the root cause of the incident. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "dear quality department, please find attached our incident report regarding an incident report h y b r I d 1 2 1 4 d a - dv blt 004-2024. The product is availabe at our facilities and we look forward to receiving the regarding complaint number and your authorization to return it for its analisys." Update 07may2025 - additional information received from the issuer: "guide catheter positioned in cavernous segment, supported with hybrid1214da. Upon reaching the giant aneurysm, the guide is torqued to catheterize the post-aneurysm carotid. It does not respond, we moved it forward but it did not respond, so it was decided to withdraw the entire system. Broken guidewire is evident at 31 cm in the guide weld. It is decided to open another hybrid microguidewire from a different batch but the same thing happened. Then it was decided to change to the transend guidewire, with which there was no problem." Incident report form submitted for this complaint indicates that no patient injury was sustained.